Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (migration, endoleak); (insufficient information; cause is unknown). Conclusions: known inherent risk of a procedure (migration, endoleak); (insufficient information; cause is unknown).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The current diameter of the proximal aortic neck is 21 mm at the renal arteries and 24 mm at the proximal edge of the stent graft. It was reported that approximately nine years post-implant the patient presented with a pressurized leak either type 1 or type 3. The leak appeared to be near the flow divider. The proximal edge of the main body was 15 mm distal to the renal arteries. The physician placed an endurant 282849 aortic cuff to the lowest accessory renal artery via the right common femoral artery. The device was deployed and the delivery system removed without issue. A 16 fr sentrant sheath was then placed in the right femoral artery. An endurant 1616124 limb was delivered through the sheath from the level of the flow divider on the contralateral side of the existing aneurx graft. Delivery system of the limb was removed without issue and the proximal neck and limb were modeled using a reliant balloon. The f inal angiogram demonstrated no leak. No additional clinical sequelae were reported, and the patient is fine. A review of returned films post-implant showed the bifurcate positioned approximately 1cm below the renal artery. The ipsilateral limb and extension were placed into the left iliac artery, and the contralateral limb and extension were placed into the right iliac artery. The limbs were crossed but were not very angulated. The endoleak type could not be confirmed; there was a likely proximal type I endoleak and a possible type iii endoleak. Images post-cuff implant were not provided. The cause of the endoleak(s) could not be determined.